Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient was in overdischarge and the manufacturer representative was doing a physician mode recharge (pmr) with the patient on the morning of the call. The patient intended to get a new battery. No further complications were reported.